Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Biomed need assistance on how to troubleshoot on faulty pressure sensor test for 8100 sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I assisted biomed on 8100 sn (B)(4) that have an issue on pressure sensor test. I recommended to run the ananlog sensor test and walk him thru the expected voltage reading with dry set, wet set and without set attached to module. It appears that the bottle side pressure sensor is faulty. Biomed will go ahead and replace the pressure sensor. If biomed need further assistance, will call back.